Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that reverse shoulder inserter locked in to implant. Had to remove implant and pry it off. Was unusable after.

Manufacturer narrative:
Investigation summary examination of the returned device revealed breakage resulting in the inability to remove the implant. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.